Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. We suppose that this event was caused by the resin lamination of the radiolucent retractors. Because the device (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation, the cause of the adverse event have not been specified. The osferion bone void filler package insert states in the following section: <adverse events> infection. Fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A case treated with high tibial osteotomy (hto). A patient underwent high tibial osteotomy (hto) with this product on the patient's right lower leg. The osteotomized tibia was fixed with a set of a metal plate and bone screws for internal fixation. The surgeon used radiolucent retractors in the surgery. However, during the surgery, the oscillating saw-blade touched one of the radiolucent retractors and scraped its resin lamination. The surgeon removed the fragments of the resin lamination, and then closed the surgical wound. When removing stitches about two weeks after the surgery, however, the surgeon observed that the surgical wound was swelling red. According to the surgeon, the surgical wound was edematous, and exudate continued to leak out. The patient had a slight fever. The level of c-reactive protein (crp) increased by 7-8. However, the white blood cell count remained within the normal range. The surgeon carried out re-operative surgery. First, the surgeon removed all of the metal plate and bone screws for internal fixation and this product. Second, the surgeon carried out pulsatile irrigation to remove the debris of the radiolucent retractors remaining at the surgical site. Then, the surgeon grafted a new piece of this product and fixed the osteotomized tibia with a set of a metal plate and bone screws for internal fixation. Comments of the surgeon: "based on my past experiences, I concluded that this event was caused not by infection, but by foreign body reaction. I will closely monitor the patient's postoperative course."